Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed false upstream/downstream occlusion. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11 h11: the device was received for evaluation. During evaluation, the reported problem "false upstream occlusion alarm" was not reproduced. A review of the event history log revealed "upstream occlusion" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the out of specification upstream sensor. The upstream sensor required to be replaced to correct the reported problem. During evaluation, the reported problem "false downstream occlusion alarm" was not reproduced. A review of the event history log revealed "downstream occlusion" messages. The reported condition was verified. The cause of the condition was the out of calibration force sensor. The force sensor required to be calibrated to correct the reported problem.should additional relevant information become available, a supplemental report will be submitted.